Event description:
The customer reported via phone call that the insulin pump's internal battery was not functional when the aa battery runs out. The customer stated the insulin pump sirened no battery 30 minutes after a low battery alarm. The customer understood to revert to a back-up battery. Customer's blood glucose was unknown. The customer was advised to call back to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.